Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Intraoperative o-arm was used to visualize electrode placement, and several minor inaccuracies were noted with a systematically posterior error, between 1 to 4 mm, while trajectory ¿lhad¿ was approximately 7 mm from accurate. Electrode placements appear accurate in the superficial half of the length, and surgeon suspects that deeper portions may be inaccurate due to deflection off ependymal surface. Surgeon agrees that inserting the electrode more slowly in the future may prevent similar inaccuracies. The field service engineer who was in attendance during the case did not notice any head shift. No clinical consequences, no delay to surgery.

Manufacturer narrative:
It was reported that during the surgery, it was noticed that electrodes were placed innacurately. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation every steps of the registration were performed correctly and no inaccuracy can be confirmed.